Manufacturer narrative:
Patient information was unavailable from the site at time of this report. Software files have not been returned to manufacturer for evaluation.

Manufacturer narrative:
The software investigation found that the returned archive contained an exam with no log files. The software investigation was unable to determine a root cause without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A medtronic ent representative reported that, while in a functional endoscopic sinus surgery (fess) procedure, the surgeon alleged a 7mm inaccuracy. Tracer was used for registration. When checking superficial landmarks with registration probe they were 3-4 mm inaccurate laterally to patient's right. The surgeon then used straight suction to check accuracy and reported a 7mm inaccuracy near the skull base. Three different tracer attempts were performed; all passed but were equally inaccurate. The first two tracer registration attempts traced around the eyes, the third attempt did not trace below the eyes. Confirmed that head frame and adhesive pad were used with patient tracker on all registration attempts. The tracing pattern appeared green, except at the columella where points appeared red. The surgeon continued to use navigation to complete the procedure. There was no impact on the patient outcome.